Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 2 months. The pump remains in use supporting the patient. The specific cause for the reported event could not be determined. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented to the hospital with complaints of abdominal pain with erythema and chills for two to three days. The patient was admitted to the hospital, and a culture taken from the abdomen grew staphylococcus aureus. The site of the infection was the driveline. It was reported that an incision and drainage of the driveline abscess was performed. The patient was given vancomycin for nine days, and the driveline infection resolved.